Manufacturer narrative:
Screw shows signs of shearing at the transition from smaller thread od to large od. Additional mdrs associated with this event: 3025141-2018-00330: plate.

Event description:
A screw that had been placed in an aculoc2 vdr plate broke post op as seen on x-ray before routine hardware removal surgery.